Event description:
The facility reported a colleague infusion pump with failure code 812:04, which was identified during bio-medical testing. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 812:04 was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty pumphead module. The pumphead module was replaced to correct the reported condition.per the device event history, the failure code 812:04 occurred on (B)(6) 2010.the device has not previously been service for failure code 812:04.a follow-up report will be submitted if additional information becomes available.